Event description:
It was reported that there was a possible infection. The patient¿s healthcare professional (hcp) was not sure if there was an infection, but they were going to open up the pocket on the day of this report. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown; product type extension product ID neu_ unknown_ext, serial# unknown; product type extension product ID neu_unknown_lead lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).